Event description:
A malfunction was reported, identified by code malf 12, with a fault ID of 12 ¿ 0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisting the customer in successfully resetting the device, after which no malfunctions recurred. The customer was advised to continue using the pump and to contact support if the issue reappeared.